Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, biocath foley catheter was burst. No medical intervention was reported. Per follow up information received via ibc on 02dec2025 stated that, patient felt pain at the time and bleeding. The number of occurrences was 3 first was a size 20fg biocath on (B)(6) 2025, as the catheter had blocked. Second was a 16fg biocath which was inserted by (B)(6) hospital after patient was sent there as difficulty inserting the catheter after the first rupture, this burst 4 weeks after insertion. Third was 16fg biocath that lasted 5.5 weeks and there were photos attached. First and third came from (B)(6) hospital stock and second was from bunbury stock.